Event description:
An infusion pump with a failure code 807:05. The facility's rep stated there was no pt injury or medical intervention involved and no incidents were reported with the pump since the last baxter service event. Info was requested by baxter regarding the medication involved, tubing product code and lot number in use, pump programming and set-up info and specific pt info, but no additional info was available. Additional contact info was requested but no additional contact was identified.